Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin due to similar situation happened during since he has been using the insulin pump. Blood glucose level was high of 20.6 mmol/l. Customer also experienced low blood glucose. Customer was not using auto mode feature at the time of reported high blood glucose. Customer declined to test the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.